Event description:
It was reported that approximately 1.5 hours into a da vinci s hysterectomy procedure, burn holes were seen on the monopolar curved scissors (mcs) instrument tip cover while the surgeon was taking down the round ligament. The surgeon immediately removed the mcs instrument and tip cover. The planned surgical procedure was completed with a replacement mcs instrument and tip cover and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was discarded by the customer and will not be returned for evaluation, however, the customer did return the mcs instrument used during the procedure. Per the customer reported complaint, engineering inspected the instrument under magnification and found no char marks on the metal wrist components. None of the components had any burrs or abnormally sharp edges that may have damaged the silicone portion of the tip cover. Due to the tip cover accessory not returning, the root cause of the customer reported failure mode cannot be determined or confirmed. However, engineering concluded that arcing was likely due to insufficient silicone dielectric strength with strength weakened due to high generator settings by the customer, which may have contributed to arcing.